Manufacturer narrative:
Evaluation summary: many factors could cause the screw to sit proud from the bone; too long of a screw selected for the application, improper depth drilled, improper tapping, or other factors. There is insufficient information provided in the per to determine the root cause of screw sitting proud from the bone. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that there is a fracture at the headprint of the screw. There is a very slight projection of the screw head.